Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was found leaking during compounding of order. The leak was detected from the cassette bladder during airing out after addition of the drug (hydromorphone) and saline. There were no patient involvement and no patient harm.

Manufacturer narrative:
D9 - date returned to MFR was 06-apr-2026. H3 and h6 ¿ updated. One suspected device was received for evaluation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. Visual evaluation was performed no damage or anomalies were observed. The cassette bag was filled with 50 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of the internal bag. The customer complaint was confirmed.